Event description:
The broth, which showed growth, was turbid. A small hairline crack was noted near the bottom of the vial although there was only slightly less volume in the vial. Had the turbidity not been noticed, the vial could have been used to check the sterility of a prepared product and growth could have been reported erroneously.